Manufacturer narrative:
Results: the was no visible damage to the returned handle. Conclusions: evaluation of the returned handle revealed a functional device. During the functional test, the handle was functionally tested on a handle fixture and passed within specification. The handle was then used to detach a demonstration coil without an issue. Evaluation of the returned smart coil confirmed that the embolization coil was not detached from the pusher assembly. Further evaluation revealed that the proximal end of the pusher assembly was fractured off and the pull wire was inside the ddt. This damage was likely incidental to the reported complaint. However, this damage prevented the smart coil from being functionally tested. Therefore, the root cause of the reported issue could not be determined. Penumbra handles are functionally tested during incoming inspection by quality. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2020-01816.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 1.3005168196-2020-01816.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coils), a penumbra smart coil detachment handle (handle) and non-penumbra microcatheter. During the procedure, the physician advanced a smart coil into the target location using the microcatheter and attempted to detach it using the handle, however, the smart coil failed to detach. Therefore, the smart coil and handle were removed. The procedure was completed using a new smart coil and new handle. There was no report of an adverse effect to the patient.